Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. Additionally, it was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as (B)(6) 2000. No adverse patient effects were reported. Additional information was received; this pacemaker was explanted, successfully replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode, that rf telemetry was disabled and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists, and rf telemetry is disabled before the battery impedance reaches a level where safety mode can occur. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The "manufacturing deficiency" investigation conclusion was selected based on analysis evidence indicating a high impedance battery.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 01, 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. Additionally, it was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. Additionally, it was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as (B)(6) 2000. No adverse patient effects were reported.